Manufacturer narrative:
Per the pump's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Per the pump's user guide: the insulin on board (iob) is the insulin that is still active (has the ability to continue to lower the bg) in the body after a bolus has been delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had entered more carbohydrates into the pump than was actually consumed. The customer's blood glucose (bg) level was 61 mg/dl and carbohydrates were consumed to address the low bg. Due to the contact's misunderstanding of what the insulin on board number represented, the contact instructed the customer to consume more carbohydrates than what was required. The customer's highest bg level was 190 mg/dl. The customer's bg had returned to its target range since this event.